Event description:
After the initial incision with another blade, the surgeon was using the #10 blade on the soft tissue of the knee. The blade broke, the doctor did not see the broken piece at first and changed to another #10 blade which also broke. The pt required an extra x-ray to find and remove the pieces without incident. No residual effects are anticipated for the pt.